Manufacturer narrative:
The reported event of reset was confirmed. The device had a power-on reset during high voltage therapy delivery. Review of the device image showed that the hvli trends were out-of-range high. Noise was observed on the ventricular channel in the stored egms, although the cause of the noise could not be determined. The cause of backup vvi appeared consistent with high voltage therapy delivery into an open load.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in backup vvi due to power on reset. Session records showed excess charging due to noise. The device was explanted and replaced with a non-abbott device. The patient was in stable condition.